Event description:
This was reported as a venotomy closure of the right common femoral vein with a prostyle device after a cardiac ablation procedure using an 8f sheath. Reportedly, when the plunger was depressed, the sound of the cuff connection sounded duller than usual. A cuff miss [suture retrieval issue] was noted when the plunger was removed. A new prostyle device was used to achieve hemostasis there was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy, calcification or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The reported dull sound was confirmation the needle and cuff did not engage resulting in the reported needle to cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.